Event description:
The customer reported that the subtraction feature was not working. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination of an interventional procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board and the software were installed during the service call. The system was tested and found to be working as intended and returned to service.